Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead identified that only the rate sense leg was returned and it was severed 5 centimeters from the terminal pin. The lead was able to be removed from the device header by a laboratory technician. Based upon the clinical observations and the laboratory findings, analysis concluded that the right ventricle (rv) ring setscrew was in the up position but the rv tip setscrew was still in the down position, not allowing the lead to be removed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and right atrial (ra) lead were unable to be extracted from the header of the cardiac resynchronization therapy defibrillator (crt-d). As a result, both leads were cut from the header of the device and capped. The device was explanted and replaced. No adverse patient effects were reported.